Event description:
Patient with acute mca embolic stroke, who was not a candidate for tpa, under went attempted clot retriever with a trevo provue xp device. When the physician attempted to remove the retriever, the device detached from the pusher wire. Despite repeated attempts, the device could not be retracted and had to be left in the patient.